Event description:
During troubleshooting for an incomplete prime on the homechoice machine due to the line falling, the home patient (hp) revealed that she picked up the line and placed it back on the organizer to reprime, intending to use the contaminated setup. The patient was involved but there was no serious injury or medical intervention reported.

Manufacturer narrative:
(B)(4). A follow-up MDR will be submitted if any additional information is received.

Manufacturer narrative:
(B)(4). The complaint for the use error of putting the patient line in the organizer to reprime after it was contaminated was not confirmed. The root cause was use error. A labeling review found the labeling to be adequate for the use/user error identified in this incident. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.